Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. It had error code 14 power failure multi codes.there was no patient involvement.